Event description:
This event is reportable based on analysis completed on (B)(4) 2011. It was reported at the end of an ablation procedure, following cardioversion, the catheter was removed and the insulation behind the distal electrode looked brown. Prior to the cardioversion, the catheter impedance reading was 100 ohms but after cardioversion, the catheter impedance readings were 120-140 ohms. The catheter was removed and the tip was inspected by the physician revealing the insulation behind the distal electrode looked brown. Investigation of the returned device revealed charring on the tip electrode and the insulation of the catheter.

Manufacturer narrative:
(B)(4). One cool path duo 7f catheter was received for evaluation. Visual inspection revealed char on and in between the tip electrode and the blue shaft material. Functional testing confirmed the catheter created a curve when deflected matching the required template. Steering force to create a curve met the required specification. The catheter successfully passed continuity, EKG and ablation simulation testing. Flow rate met specification criteria. The thermal system of the catheter was verified with a thermocouple/thermistor verifier and no anomalies were noted. The tip of the catheter was microscopically inspected and no anomalies were noted. Review of the device history record confirmed this device met manufacturing requirements prior to shipment. The catheter met all inspection criteria. The root cause classification is consistent with operational context as device performance was limited due to procedural factors.